Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was treated with topical antibiotics (date not reported). The infection persisted and subsequently on (B)(6) 2015 the patient was treated with oral antibiotics. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to excise the excess skin on (B)(6) 2015 due to skin overgrowth. The implanted device remains. This report is filed november 2, 2015. The implanted device remains.